Event description:
According to the reporter, the device's cuff had a leak. There was no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.